Event description:
It was reported to covidien on (B) (6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that they were using the trellis on a pt. They performed two runs, removed the device, shot a venogram, and were reintroducing an infusion catheter when the pt went into respiratory distress and expired. Customer reports that this pt was in dnr status and no resuscitation was attempted.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.